Manufacturer narrative:
During inspection and testing, service found there was no air/water output due to the clogged nozzle. The foreign material was a solid material whose origin could not be identified and could not be removed. In addition, service confirmed there was reduced angulation, and switch button #1 was worn and torn. Service also found the insulation resistance value was out of specification, the adhesive on the bending section cover was detached and peeled off, the plastic distal end cover cap was worn, and the biopsy channel was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the air/water nozzle of the subject device was partially clogged, the bending angle was out of specification, there was play in the angulation and a switch button was out of order. The reported issues were observed after the intended procedure was completed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was partially clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed; however, the cause could not be further established. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" the IFU states as follows about reprocessing of the a/w (air/water) nozzle/channel: "·reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories - clean the external surfaces * immerse the endoscope in the detergent solution. * thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. - flush the air/water channel with detergent solution - presoak for excessive bleeding and/or delayed reprocessing after each procedure" olympus will continue to monitor field performance for this device.